Event description:
It was reported that the patient received inappropriate shocks. ICD malfunction was suspected. The device was explanted and replaced along with the rv lead. The patient's condition is stable.

Manufacturer narrative:
(B)(4).